Event description:
It was reported a pleural effusion occurred. During a left atrial appendage (laa) closure procedure, an nrg transseptal kit was selected for use. Transesophageal echocardiogram (tee) imaging was used intraprocedural. A watchman fxd curve access system (was) was inserted and advanced to the left atrium (la). A 20mm watchman flx delivery system and closure device (wds) was inserted and advanced. During the wds implantation, a pleural effusion appeared on the left side. Echocardiography and computed tomography (CT) scan were performed. No further information has been provided at the time of this report.